Event description:
It was reported that the catheter eroded through the skin in the pocket and allowed for the pump and catheter to become infected. The patient exhibited drainage and the incisional wound opening at the device pocket. At the time of report, there was no patient injury. The device system was used to deliver dilaudid. Ten days later, it was reported that a new pump was placed on the opposite side and the product issue resolved.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found a non-significant indent in the seal of the sutureless connector that did not affect infusion. The pump logs, at the time of analysis, showed that there had been morphine, bupivacaine, and clonidine being infused.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).